Manufacturer narrative:
Final analysis found that the device had reached normal battery depletion. Upon connecting the device to a new battery, a check sum error was noted. The device had been explanted seven years prior to its return for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited backup vvi operation. The device was explanted and replaced. No patient symptoms were reported. No additional information was available at this time.